Event description:
It was reported that there were concerns this pacemaker's battery was prematurely depleting as the battery longevity projection had reduced from eight and a half years to seven years in five months. Boston scientific technical services (ts) reviewed the available data and the power cunsumption was higher than expected. A safe replacement window was calculated at 90 days. The device remains in service. No additional adverse patient effects were reported.